Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the device was disassembled and the insertion section was replaced; the angulation of the bending section was adjusted to meet specifications standards; the extra slack in the bending tube was removed; and the coating of the insertion tube had been partially peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the device. [On (B)(6) 2019]: unspecified microbes (<1 cfu/ml). [On (B)(6) 2019]: unspecified microbes (<1 cfu/ml). [On (B)(6) 2019]: unspecified microbes (<1 cfu/ml). [On (B)(6) 2019]: unspecified microbes (<1 cfu/ml). [On (B)(6) 2020]: unspecified microbes (<1 cfu/ml). [On (B)(6) 2020]: bacillus species (4 cfu/ml). [On (B)(6) 2020]: unspecified microbes (<1 cfu/ml). [On (B)(6) 2020]: staphylococcus warneri (1 cfu/ml). [On (B)(6) 2020]: staphylococcus capitis (4 cfu/ml), micrococcus luteus (1 cfu/ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with manual and an automated endoscope reprocessor. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. Omsc could not confirm whether the reported phenomenon was reproduced, because (B)(4) did not perform a microbiological testing. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.